Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during a transfemoral valve in valve tavr procedure the commander delivery system balloon burst at the end of 2 seconds during valve deployment. It was then withdrawn into the ascending aorta. There was no evidence of any aortic insufficiency or pvl. The delivery system was to be removed when the team noted that the end of the esheath was torn and the delivery system balloon was unable to be withdrawn into the sheath. The devices were removed as one. A couple small pieces of plaque came out with the sheath and delivery system when removed from the patient. The balloon had torn in half and one of the previously placed perclose sutures came out as well. The decision was made to perform a cut down and repair the artery under direct vision. The team was able to place an umbilical tape around the superficial femoral and common femoral above the puncture site. 'A fairly good-sized hole in the vessel' was discovered and repaired using a bovine pericardial patch. There was no extravasation. They 'did a picture in the thigh' confirming that the profunda femoris and superficial were patent. The patient tolerated the procedure well. Anesthesia was reversed and the patient was brought to the ICU in stable condition. The patient remained in stable condition and tolerated the procedure well.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-05593. Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The commander delivery system was not returned for evaluation. As no work order information was provided a DHR and lot history review were not able to be performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU, device preparation manual, and device procedure manual were reviewed. If the delivery system balloon bursts or leaks during deployment without thv embolization, do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position, check for pv leaks under echo. If post-dilation is needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, escalation to a pra is not required. Additionally, since no edwards defect could be confirmed, no corrective/preventative actions are required. The balloon burst, withdrawal difficulty, and interaction with non-edwards device were unable to be confirmed as neither the device nor applicable imagery was returned. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. Additionally, a review of the manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during a tf tavr viv the ds balloon burst at the end of 2 seconds during valve deployment'. It was also noted that 'a couple small pieces of plaque came out with the sheath and delivery system when removed from the patient.' While the balloon is sufficiently designed and tested for the rated burst pressure well above their inflation pressure, it is possible that the interaction between the balloon and the struts of the degenerating pre-existing valve or calcification could have compromised the balloon wall during inflation and caused the reported burst. The pre-existing valve/calcification can compromise the structure of balloon wall, even at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, if the flex tip is over the inflation balloon during valve deployment, the balloon will not inflate properly, potentially leading to the burst. Without further information, this root cause is unable to be confirmed. Available information suggests that patient (pre-existing valve/calcification) may have contributed to the reported event. As reported, 'the esheath was torn and the delivery system balloon was unable to be withdrawn into the sheath'. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As reported, 'the devices were removed as one. The balloon had torn in half and one of the previously placed perclose sutures came out as well.' It is possible the balloon was unable to be retrieved into sheath and interacted with the perclose sutures while withdrawing the devices as one unit. Per the training manual, 'if unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation.' As such, available information suggests that patient factors (pre-existing valve/calcification) and procedural factors (withdrawal of burst balloon, use error) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.